Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the suction cover was dirty, the electrical export printed circuit board was dirty, the angle wire was dirty, the ultrasonic connector was dirty, the universal cord was dirty, the adhesive around light guide lens had corrosion charged coupled guide tube unit was dirty and the elevator channel plug had corrosion. There was no patient involvement.